Event description:
It was reported that the patient experienced pain and tenderness on the scalp. The physician assessed that these symptoms were due to an infection. It is unknown if infection is device-related. A biopsy and culture was taken but the results are unknown at this time. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24985328.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 24985328.

Event description:
It was reported that the patient experienced pain and tenderness on the scalp. The physician assessed that these symptoms were due to an infection. A biopsy and culture was taken but the results are unknown at this time. No further information was able to be obtained despite good faith efforts. Additional information was provided that the patient experienced infection symptoms of swelling around the deep brain stimulation (dbs) burrhole covers and at the leads/lead extensions connection site. The physician did not believe the infection was device related and suspected the patients personal hygiene as the cause. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 24985328. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7072556. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7074083. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7073383. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7073368. Product family: dbs-ipg-r-MRI. Upn: m365db1200s0. Model: db-1200-s. Serial: (B)(6). Batch: 743127.

Event description:
It was reported that the patient experienced pain and tenderness on the scalp. The physician assessed that these symptoms were due to an infection. A biopsy and culture was taken but the results are unknown at this time. No further information was able to be obtained despite good faith efforts. Additional information was provided that the patient experienced infection symptoms of swelling around the deep brain stimulation (dbs) burrhole covers and at the leads/lead extensions connection site. The physician did not believe the infection was device related and suspected the patients personal hygiene as the cause. The patient was placed on antibiotics. Additional information was provided that the patient underwent a full system explant procedure due to the reported infection. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.